Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint which stated 'suction channel blocked' for video colonoscope model ec-3490li/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The video colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a piece of material lodged in the suction nipple. This finding confirmed the customer's complaint. Other inspectional findings included: insertion tube gauge/dig at stage 2. Insertion tube lump at stage 1. Insertion tube bump at end of root brace. Up angulation decreased. Left angulation decreased. Distal body chip at channel opening at thinnest part. Image spots. Right light carrying bundle distal cover glass cracked. Passed wet/dry leak test. Rubber trim collar nut separate from rubber. Umbilical cable single buckled under pve root brace. Umbilical cable single mild discoloration. Insertion tube mild crush at stage 1. Segment has mild crush. Air/water nozzle glue worn. Forward body trim collar attaching nut worn/loose thread. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2017 stating the user was not aware that there was material lodged in the colonoscope. The facility also stated the colonoscope was removed from the patient once the suction channel was discovered to be blocked, and there were no material fragments noted in the patient. The patient did not report any symptoms and will not be recalled for screening. The facility confirmed the colonoscope was removed from use once the event occurred and sent into pentax for service. The facility identified the material as "the inside of a luer-lock tip syringe". Repairs were performed on the colonoscope which included replacement of the following components: o-rings and seals. Distal end assy with tubes. Adjusting collar. Bending rubber. Distal attaching plate. Insertion flex tube. Staycoil collar. Segment staycoil assy pb-free. Rubber trim collar. Objective lens unit. Ud/rl pulley assy. Fwd body trim cover attaching nut. Root brace rubber lg body. Root brace rubber. The video colonoscope was returned to the customer on (B)(6) 2017.